Event description:
The customer reported a "stator not on" error message which resulted in a system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.